Event description:
It was reported by customer "guide wire got twisted until it formed a knot, while it was being advanced into patient vessel. Once introducer was inserted, clinician was unable to remove the wire. After several failed attempts, a chest ray was orders that showed the knot in the wire. Staff had to seek guidance from ir consultant who gave advice via video call. The whole process to remove the guidewire took over an hour." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regs3992 showed no other similar product complaint(s) from this batch number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became knotted upon itself was confirmed. Five photographs of the floppy distal tip of the implicated guidewire were returned for evaluation. Residual material, which appeared consistent with clinical use, was seen along the wire. The floppy distal tip of the guidewire was knotted upon itself. No damage was seen to the distal weld tip of the wire and no breaks were seen in the wire material. A small section of coils, in the coil wire, were slightly out of alignment which likely occurred due to the tight radius of the knot. In addition, a slightly bent shape memory was seen in the coiled section of the guidewire proximal of the knot. Due to the evidence of use on the guidewire, it appeared that the wire inadvertently folded over itself and was twisted into a knot during the procedure. Had the knot existed prior to use, the wire would not have fit through the needle. Unknown factors, such as tortuous vasculature or a difficult placement may have contributed to this event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process.

Event description:
It was reported by customer "guide wire got twisted until it formed a knot, while it was being advanced into patient vessel. Once introducer was inserted, clinician was unable to remove the wire. After several failed attempts, a chest ray was orders that showed the knot in the wire. Staff had to seek guidance from ir consultant who gave advice via video call. The whole process to remove the guidewire took over an hour." No other information was provided.